Manufacturer narrative:
The evaluation confirmed the reported issue with the damaged rubber. Additionally, the device was leak tested patched and no other leaks were found. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device had rubber shielding falling off at distal end. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, metal exposure likely occurred because the rubber broke and fell off. However, we could not determine if the breakage is attributed to stress or handling of the device, or some other factors. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "oes cystonephrofiberscope cyf-5/cyf-5a chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope 6. Gently hold the midpoint of the bending section and a point 10 cm from the distal end of the endoscope¿s insertion tube for scratching, cracks, stains or other irregularities." Olympus will continue to monitor the field performance of this device.